Event description:
It was reported that a spectrum wireless battery module was dead and would not hold a charge. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the battery was found to be dead and not holding a charge. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed battery cell pack. The battery cell requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.